Event description:
The customer reported the generation of erratic false ise (ion selective electrodes) patient results which includes sodium (na), potassium (k) and chloride (cl) and erratic quality control (qc) results on their au480 clinical chemistry analyzer. The customer indicated less than 10 (ten) patient samples were affected, especially na assay. The customer repeated the samples and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and replaced the sample probe, sample syringe, sample syringe casing, buffer valves, and performed an enhanced ise cleaning. Multiple part replacement resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).